Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system for one patient. The result was reported out of the lab and questioned. The sample was repeated and recovered results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A system check performed on (B)(4) 2010 passed within specifications. The sample was collected in a greiner serum tube. The specimen was allowed to clot for approx 10 minutes before spun at 3,000g for 10 minutes. Per product labeling; "serum specimen should be allowed to stand upright, for a preset minimum period of time (e.g. 30-60 minutes) to allow for clotting, before centrifugation". Service was not dispatched for this event as the customer does not feel they have any hardware issues at this time. Although pre-analytical sample handling may have contributed to this event, a definitive root cause has not been determined to date for this event.